Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turns on but does not display any values. The current status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm that the epg does not start up with the supplied battery, the battery was noted to be depleted to 6.98 volts, and incoming battery tests failed the low battery indicator check. Analysis was also able to determined that the cap of the battery drawer was broken off but did not affect functionality, the upper case was broken, and both bail covers were cracked. The epg was returned to the customer unrepaired. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned.